Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of (B)(6) 2015, there has been no response from the user facility. (B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative evaluated the device, verified the complaint and determined that the cause of the reported event was that the device¿s user interface module (uim) was malfunctioning. The carefusion field service representative replaced the user interface module (uim) and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility biomed reported that while in use on a patient the device's touch screen was not responding to touch. The patient was removed from the device and placed on another device. There was no report of harm to the patient.